Event description:
A ventilator was returned to a third-party service center for service. During the initial evaluation of the device at third-party service center, the ac connector was found burned. There was no harm or injury reported. Additionally, the rubber feet and ac power cord retainer (power cord clamp) were missing, handle and o-rings needed to be replaced, and the rear bottom case on the device had damage, which is not related to the reportable malfunction. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, section "additional narrative " was incorrect. It should be- a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the ac connector was found burned; however, it was not associated with any reported events or alarms. Moreover, no performance issues were noted during the service evaluation. There was no evidence of an internal electrical failure, as the thermal damage was limited to the power connector and surrounding region of enclosure. There was no evidence of visible foam particles; therefore, customer complaint was not confirmed. The rubber feet and ac power cord retainer (power cord clamp) were missing, handle and o-rings needed to be replaced, and the rear bottom case on the device had damage. Parts that will need replaced include ac connector cable, ac power clamp, speaker, micron filter, and bottom enclosure. The customer did not want the device to be repaired.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to a third-party service center for service. During the initial evaluation of the device at third-party service center, the ac connector was found burned. There was no harm or injury reported. Additionally, the rubber feet and ac power cord retainer (power cord clamp) were missing, handle and o-rings needed to be replaced, and the rear bottom case on the device had damage, which is not related to the reportable malfunction. During the evaluation, the customer's complaint was not duplicated. The device operated and alarmed as designed.